Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Inspection of the cannula assembly found the exposed portion of the soft cannula to be damaged. It could not be conclusively determined when or how this damage occurred. An 0x25 alarm generated in the device data, indicating tick did not wake mcu when it was supposed to. No timeouts or drive stalls were observed. No damages or defects were observed that would contribute to the generation of an 0x25 alarm.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment the patient removed the pod and gave themselves a manual bolus.